Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cocr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient's spouse reported "high levels of cobalt/chromium" on a rejuvenate hip implanted in patient in 2010.